Manufacturer narrative:
Failure analysis on the returned cpu board shows that the cpu board was tested and no failures were identified.

Event description:
The customer reported that the ventilator would not power off . The customer had to remove the battery to power off the unit. The customer has powered the unit back up and states that the error log contains codes that indicates power supply failed errors. The customer reported there was no patient involvement.